Event description:
Complaint received from FDA div of post market surveillance with attachment of maude report on (B)(6) 2015. Maude report # (B)(4). In (B)(6) 2011 the patient underwent a vertebroplasty at l3-l5. The surgeon used an intervertebral cage and fixation hardware (both undisclosed brands). He supplemented with an undisclosed etex bone void filler (likely equivabone). Etex does not supply any hardware in its product line. None of the etex bone void fillers are cleared for use with an intervertebral cage, nor does etex label or market for such purpose. The surgeon misaligned the cage at l5-s1 so that a corner contacted the l5 nerve root, causing immediate and lasting pain. Bone growth occurred on the vertebra at that location, resulting in growth of a bone spur. The fixation hardware was removed (B)(6) 2012 and cage was removed in (B)(6) 2013, but the bone spur remains. Reference # (B)(4).

Manufacturer narrative:
Problem is related to the off-label use of etex product. Etex device not cleared for use in vertebroplasty (i.e. Use with cage). This is a bone void filler cleared for use in the skeletal system, including the spine - but only in posterior lateral fusion. It is neither labeled nor marketed for use subject in this complaint. Labeling in the IFU indications and warnings sections are very clear about proper, cleared use.